Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and boston scientific repliform was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2004 by dr. (B)(6) at (B)(6) medical center, (B)(6) nh.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2005 and on (B)(6) 2006 by dr. (B)(6) medical center due to vaginal mesh erosion.